Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. A correlation between the device and the reported intracerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient expired due to intracerebral hemorrhage (ich). The patient experienced a sudden headache and was transported to the emergency department by ambulance. The patient was then transferred to the implanting center. A CT scan revealed intracranial hemorrhage with midline shift. The patient was then rushed to the operating room and underwent a craniotomy with evacuation of hematoma. At the time of the event, the patient¿s international normalized ratio (inr) was 2.1. Anticoagulation regimen consisted of coumadin and aspirin to maintain an inr between 2 and 2.5. It was reported that the ich was likely related to anticoagulation, though the range was therapeutic. Previously unreported, the patient had presented with acute lateral hematoma of the quadriceps muscle. The hematoma was evacuated.